Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) had noise on the atrial channel which was recreatable with pocket manipulation. There was also some noise noted on both the rate/sense and shock channel. It was noted that the shock lead impedance measurement was greater than 125 ohms. Additional information received indicates that during the explant procedure, the header of the device separated from the can. No adverse patient effects have been reported. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
Boston scientific's technical services (ts) discussed the possibility of a lead crush. An x-ray was performed and lead crush was ruled out. Ts also discussed multiple setscrews or header issue. Also, suggests that possibility of two separate issues. The device was explanted, replaced and returned for analysis. Visual inspection noted that the header was completely separated from the device case. Due to pending litigation on this device, no further testing has been performed at this time. Further testing was performed which noted the tabs between the device and header were broken off. This indicated excessive force was used causing the header to separate from the device. Inspection revealed that there was no medical adhesive on the case.